Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that three days following the implant of this transcatheter bioprosthetic valve, the patient had conduction disturbances which necessitated the placement of a temporary pacemaker. The patient's treatment of eliquis was stopped. Five days after the procedure, a permanent pacemaker was implanted due to an unspecified severity atrio-ventricular (av) block. No additional adverse patient effects were reported.

Event description:
Additional information was received that three days post valve implant, a syncopal event occurred and the patient was admitted to the emergency department. It was noted that the patient was on eliquis prior to the procedure due to existing chronic atrial fibrillation (afib) and was paused for the procedure. The eliquis resumed two days post valve implant.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated a.4, b.5, h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the permanent pacemaker was implanted for complete heart block (chb).